Event description:
It was reported that this pacemaker triggered a code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) reviewed the reports and noted that the battery consumption was high. A generator replacement will be scheduled. The device remains in use. No adverse patient effects were reported. Additional information received indicates that it is unconfirmed if the device changeout occurred. No adverse patient effects were reported.